Event description:
It was reported that brand new footspring section is bent towards the footboard end of the 5410low bed. This was brand new out of box failure. The box did not have any damage to it. There was not patient involvement.